Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced. Patient was stable.